Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that while infusing noradrenaline the pump module had a "channel error disconnect" which resulted in the medication to stop infusing. There was patient involvement and no patient harm.

Event description:
It was reported that while infusing noradrenaline the pump module had a "channel error disconnect" which resulted in the medication to stop infusing. There was patient involvement and no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.